Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was suspected of a pacing failure when required. This lead was then explanted and replaced. No additional adverse patient effects were reported.